Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. A visual inspection of the device showed the insertion needle to be dramatically bent on two planes. The actuator is extended to the tip of the needle. No ts or suture were returned. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the end of tip has broken off. A back-up device was available for use. No patient injury or other complications were reported.